Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
The user facility reported that the purge setup would not advance to the next screen. The controller was exchanged and there was no further issue. There was no patient harm associated with this event.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The product was returned for investigation. The console was tested after arriving in field service. The purge disc flag was confirmed to be broken and unable to detect the purge disc. The root cause of the aic - purge disc/flag issues was a missing purge flag.